Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported in a log review of the pump data that multiple low blood glucose (bg) events below 54 mg/dl occurred; cause of the low bgs could not be determined based on the review conducted. No additional information was able to be obtained regarding the reported information. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.